Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of 2 days (0.07 months) due to unknown reasons.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4): evaluation summary: the device was returned with the suture undamaged and partially exposed. The anterior needle was captured by the anterior cuff. Inspection of the returned device indicated that the posterior needle had struck the posterior foot during needle deployment instead of engaging with the posterior cuff, resulting in a posterior needle-to-cuff miss and a bent posterior needle tip. The posterior cuff tabs remained undisturbed, which is an additional indication that a posterior needle-to-cuff miss occurred. The suture could not be retrieved during needle plunger removal as reported. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory and push mandrel travel length. The probable root cause for the posterior needle striking the foot instead of engaging with the posterior cuff, resulting in the posterior needle-to-cuff miss and subsequent failure to retrieve the suture, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. As a possible influencing factor, the device was deployed in a moderately calcified vessel and the IFU state that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.